Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, patient's concerns with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and patient's concerns with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, anxiety product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Wear abrasion observed. Brown particles on the surface of the shell. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and patient's concerns with the product. Device has been explanted.